Event description:
Procedure type: vats right lower lobe resection. According to the reporter: the curved tip cartridge misfired on the pulmonary artery. The surgeon initially secured the bleeder with 5mm clips. Subsequently added another clip. Following chest tube insertion, the surgeon noticed more blood in the receptacle. The surgeon opened the patient back up to look around. Irrigated. Noticed a blood clot on the staple line. Didn't see any obvious bleeding and then proceeded to close the patient back up. Current patient status: patient is awaiting discharge. The surgeon stated that staples did not form for the first third of the firing. There was bleeding reported in excess of 250cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).